Event description:
Additional information received indicates that the patient's ipg was explanted and replaced due to reaching end of life. It is unknown if the ipg had depleted prematurely or not.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.